Event description:
It was reported that this pacemaker system exhibited intermittent loss of capture (loc) for its right ventricular (rv) lead. Technical services (ts) was consulted and discussed stored data, with loc confirmed and impedance measurements within normal limits. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
We completed a good faith effort to obtain the information. If additional details become available, a supplemental report will be submitted.